Event description:
When surgeon inserted anchor into the bone he rotated it and the distal tip broke off at the eyelet. Additional information confirmed that the distal tip of the anchor along with the suture eyelet and suture remained in the patient. The patient's bone quality was soft. The patient was a male (B)(6). There were 2 anchors inserted. The anchor that broke was positioned more lateral on the humerus, and therefore the bone quality was more dense than the site for the medial anchor. Overall, the bone quality was still relatively soft. The site was prepared with the 3.8 gold tapered awl. Ao-two-finger technique was used.

Manufacturer narrative:
(B)(4).